Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation with a grade of 4, a rotated heart and a tethered septal leaflet. It was noted that imaging was difficult. An xtw clip was successfully implanted. To further reduce tr, an xt was inserted and advanced into the valve. However, the clip became caught on the implanted clip. Troubleshooting was performed and the clip was able to be freed from the implanted clip. It was observed that the implanted clip had opened. The xt clip was then deployed, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported device damaged by another device (caused damage). The reported poor image resolution was due to crt cable and devices. There is no indication of a product issue with respect to manufacture, design, or labeling.